Event description:
A medtronic ent representative reported that while in an ent procedure the system became unresponsive in the navigate step. After a second re-boot the system returned to navigate and functioned normally. The surgeon completed the procedure with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative at the site tested the system and found it to be working correctly. Issue could not be replicated. The rep performed a navigation system check-out, all areas passed. No further issues have been reported. No parts or files have been received by the manufacturer for evaluation.